Event description:
New information indicated the lead exhibited low impedance.

Event description:
New information indicated the lead exhibited an insulation anomaly. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 12.3cm to 12.8cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. Abrasion exposing the outer coil was also noted at 25.5cm to 26.3cm from the connector pin. This abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
It was reported that via a remote transmission, the atrial lead exhibited noise. It was noted that the patient had a history of atrial lead noise. The noise was not reproducible through isometrics. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.